Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and a hardware battery error was observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2016, that on (B)(6) 2016, the receiver displayed errhwbat. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed...tested on transmitter functional tester: passed .nordic bluetooth pairing test: pass. Performed share log review and a loss of connection found in log. The patient's complaint was confirmed because there were loss of connection gaps present on the log..the reported event of a loss of connection was confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4). This MDR is associated with MDR (B)(4).

Event description:
This MDR is associated with MDR (B)(4).